Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition eluting coronary stent system electronic instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient underwent a coronary procedure to treat a target lesion in the distal left anterior descending (lad) artery. Pre-dilatation was performed using a 1.5 x 12 mm mini trek dilatation catheter and a 2.0 x 12 mm mini trek dilatation catheter. The 2.75 x 15 mm xience xpedition stent was then advanced to the target site and deployed at 10 atmospheres (atm). A dissection was noted at the distal end of the stent. A 2.5 x 12 mm xience xpedition stent was deployed to treat the dissection. Post procedure results were good, with no residual stenosis. There was no clinically significant delay and no adverse patient effect. No additional information was provided.